Manufacturer narrative:
No device return anticipated due to hospital policies. Concomitant medical products: 320-15-05 - eq rev locking screw, (B)(4). 320-40-10 - constrained humeral liner, 40mm, +0, (B)(4). Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. Dhrs reviewed and all products in these sterilization lots met the requirements of the device master record and were authorized for release to distribution. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
It was reported that a 71 yo female patient, who had an initial left shoulder implanted on (B)(6) 2021, underwent a 2-stage revision. 1st revision on (B)(6) 2022. 2nd revision on (B)(6) 2022 due to infection. The glenosphere, gelosphere locking screw, humeral liner was replaced. They were revised to exactech devices. The patient was last known to be in stable condition following the event the explanted devices will not be returned due to hospital policy. No additional information. Other revision reported under 1038671-2022-01251.